Event description:
During first sequence after loc pt squeezed emergency ball. Pt complained of buring sensation of tattoos on left upper chest and mid upper back. Stopped scan and removed pt from MRI machine.